Event description:
The customer reported they were seeing erratically low hgb results. The customer sees the problem very intermittent on qc and patient samples, but the low hgb was seen twice when running parallel testing on new qc. The hgb will be low on 6c or patient samples (with h/h check fail messages) and upon rerun the value will be okay. Since the instrument gives h/h check error on samples, the sample is rerun on dxh800 or the lh750. No incorrect results have been reported. No death, injury or change to patient treatment is associated with this event. Printouts were requested, but were not available. Qc was reviewed in proservice by call center personnel, who saw that hgb means were below assay. Some values were out. The customer deletes runs that are correct on repeat; therefore, no data was available for analysis. The field service engineer (fse) replaced vent tubing and bypassed quick connector, ran repeatability with cv difference between high to low 0.2 to 0.3. Root cause is unknown. Per labeling, the h&h check failed is a definitive message that can be enabled using the h&h check button on the flagging limits tab of the flags setup screen.

Manufacturer narrative:
(B)(4).